Event description:
It was reported that this right ventricular (rv) lead presented high out of range (oor) shocking impedance measurement above 125 ohms. Technical services was consulted and suggested raising the oor upper limit to 150 ohms and performing another interrogation to monitor trends. This rv lead remains in service. No adverse patient effects were reported.